Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for suspect caster. Medtronic investigation of returned suspect caster finds that the wheel assembly was broken from the threaded post. Only the post was returned. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system surgeon monitor cart caster had been broken off, leaving behind the caster stalk. The surgeon monitor cart caster was found in this condition by the hospital staff when it parked at the operating room (or) storage area. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.